Event description:
The patient was hospitalized for elevated blood glucose levels and dehydration. The patient also reported that she was experiencing bent cannulas on her infusion sets.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a cracked battery compartment but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.